Event description:
Upon service of the ventilator, review of the ventilator's diagnostic log history noted a 24/+-12v/power fail occurrence. The customer did not report the occurrence during any previous usage and there was no patient harm reported. The manufacturer's service technician replaced the backup battery during service. If a power failure of the ventilator occurs during use, an audible alarm will activate. Applicable final testing was completed and tests passed per operating specifications.